Manufacturer narrative:
It was reported that there was a leak in the anesthesia system and the cause of the leakage could be located to the patient cassette during an investigation at the hospital performed by our field service engineer. The patient cassette was replaced and the problem was solved. The anesthesia system was returned for clinical use after successful testing. The patient cassette has not been received for investigation, nor have the logs. We have not been able to get any information about how much it leaked and which part in the patient cassette that caused the leakage. The true cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation had leakages. There was no patient harm. Manufacturer´s ref: #: (B)(4).